Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. This device¿s battery depleted faster than anticipated mainly due to having mpp on at 6v/1.00ms, pacing 100% with a 266-304 ohms impedance. Their bv trend is matching a 30ua depletion curve, which is expected with high pacing conditions. In percepta, when multi point pacing is programmed on, the device is pacing as it had another pacing chamber. In this case, it used 4 pacing chambers, ra, rv, lv1 and lv2. So, in terms of longevity, the extra current drain from the extra lv pacing vector gets added to the other three. When I started working on this request, I found out that there is a glitch with the gplp tool, it is not adding properly the extra current drain when mpp is on. I had to do it manually by changing the lv pacing settings. I¿m getting over 50 ua when adding the 4 pacing chambers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.